Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Since the device was not returned for evaluation, the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 102 alarm which occurred on a homechoice (hc) device during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The peritoneal dialysis registered nurse (pdrn) reported that when they came to talk to the hp about the therapy, they turned the hc device on and saw the displayed high drain alarm. The technical service representative (tsr) instructed the pdrn to review the alarm log and they found a drain related alarm. The therapy log showed that the cycle 1 ultra filtration (uf) equaled -979ml while cycle 2 uf was 2824ml. The tsr explained that they were able to see that the hp was having a low drain in drain 1 after which the staff nurse bypassed it. The pdrn stated that they were going to convey this information to the nurses on staff so that they know how important it is to not bypass without speaking with technical services. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.